Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the system recommended toric intraocular lens(iol) was implanted but the patient presented with decreased vision post-operatively. The physician noted that the anterior and posterior capsule fused inferiorly and pushed the toric iol half a millimeter up and is questioning if the patient's decrease in vision is due to the iol displacement or incorrect placement of the toric iol. Additional information requested.

Manufacturer narrative:
No further information available. Based on quality assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).